Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clip was not deployed properly when the device was used on the cholecyst. The clip fell out from the jaws and the device could not be used. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Additional information:multiple request for return of device have been made but no device has been returned.

Manufacturer narrative:
(B)(4). Date sent: (B)(4) 2013. Information was not provided by the initial contact. Information anticipated, but unavailable at this time.